Manufacturer narrative:
The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. Investigation: the device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the ventricular fibrillation in order to make a root cause determination, all of the clinical details would have to be provided. The root cause was unable to be determined due to insufficient clinical details.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support (mcs) and experienced ventricular tachycardia. The patient subsequently expired. The patient was noted to have multi-vessel disease, an intra-aortic balloon pump (iabp) was placed, and the patient was referred to cardiothoracic surgery. The patient underwent coronary artery bypass grafting (x5) with aortic valve replacement. Post-op day 0, the patient decompensated in the intensive care unit. The patient was brought back to the operating room for emergent impella 5.5 placement and iabp removal. The impella was started on performance level p-3 and then ramped up to p-7. The patient went into ventricular tachycardia and was defibrillated one time. The physician elected for intra-aortic balloon pump augmentation. Day 18 of impella mcs support noted the patient's prognosis was "very poor" and palliative team was in room with the family having end of life (eol) discussion. Subsequently, care was withdrawn and the patient expired.

Manufacturer narrative:
Codes added: renal failure (e130501), cardiac failure (e0611), additional device required (f2301). These additions are reflected in h6. Clinical assessment: a 75-year-old man with hypertension and aortic valve insufficiency was for an st-segment elevation myocardial infarction. Left heart catheterization demonstrated multivessel coronary artery disease, and an intra-aortic balloon pump was placed prior to referral to cardiothoracic surgery. On the day of his operation, the patient experienced hemodynamic decompensation in the intensive care unit and required emergent placement of a percutaneous left ventricular assist device (impella 5.5) with removal of the intra-aortic balloon pump. After device initiation and escalation to higher support, he developed ventricular tachycardia requiring one electrical shock. He was returned to the intensive care unit in critical condition. Echocardiography later revealed severe right ventricular dysfunction. Continuous renal replacement therapy was started. Staff planned to run the impella device at a lower support level for left ventricular unloading, and he received veno-arterial extracorporeal membrane oxygenation. Despite interventions, the patient¿s prognosis remained poor. He ultimately transitioned to palliative care, life-sustaining treatments were withdrawn, and he died. The original complaint concerned ventricular fibrillation. Based on the information available, the impella 5.5 will be coded for ventricular fibrillation and conservatively for renal failure and cardiac failure with resucitation, additional device required and conservatively for death. Ventricular arrhythmias are known complications of acute myocardial infarction, severe ventricular dysfunction, and critical illness. Although arrhythmias can occur during or after placement of percutaneous ventricular assist devices due to manipulation across the aortic valve or myocardial irritability, no device performance issue was reported and the event is assessed rather to the patients critical condition. Acute kidney injury is commonly associated with prolonged hypoperfusion, low cardiac output, and postoperative hemodynamic instability.thus, renal failure is attributed to the patient¿s severe cardiogenic shock and critical illness rather than to the impella system. Heart failure progression was consistent with the patient¿s baseline multivessel coronary artery disease, recent myocardial infarction, postoperative state, and cardiogenic shock. The impella device provided left ventricular unloading as intended, and there were no indications of inadequate support contributing to worsening heart failure. The patient ultimately died following withdrawal of life-sustaining treatment in the context of refractory cardiogenic shock, severe biventricular failure, renal failure, and poor prognosis despite maximal mechanical and medical support. The death is most likely attributable to progression of the patient¿s severe underlying cardiac disease and multiorgan failure rather than device-related and therefore only conservatively coded.